Event description:
It was reported that the pt took off the ECG electrodes or the spo2 finger clip repeatedly. The monitor reportedly did not give white (advisory) alarms to alert the user to respond to the pt's situation. It was reported that the pt died. The monitor was verified by dräger service and the in-house biomedical dept. No indication of a malfunction of the monitor or the central regarding the alarming could be found. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.